Manufacturer narrative:
Section b5: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of chronic kidney disease, clotting and deep vein thrombosis (dvt) despite the use of anticoagulation therapy. In addition, the patient is reported to have previously undergone lung transplantation. The filter was placed prophylactically to prevent pulmonary embolism (pe). Documentation regarding the implantation of the trapease vena cava filter were not provided. Approximately six years after the trapease implantation, the patient underwent placement of an optease vena cava filter. The indication for the placement of the optease filter was reported to be a dvt despite the use of coumadin. This filter was implanted via the right common femoral vein and deployed just below the renal veins. The patient is reported to have tolerated the procedure well. Approximately six years and two months after the optease implantation, the patient became aware that the filter had tilted and fractured and was embedded in the wall of the inferior vena cava (ivc). The patient is reported to have undergone a complex percutaneous removal of the filter (including the use of a laser sheath and long forceps) to remove the main body of the filter and to retrieve the three fractured strut segments via a right jugular and right common femoral vein approach. The patient is reported to have tolerated the removal procedure well. After this procedure, the patient is reported to have experienced prolonged nausea, vomiting and back pain in the recovery room. A computed tomography (CT) scan of the abdomen and pelvis was revealed a large right sided retroperitoneal hematoma. The patient further reported having experienced depression, anxiety, emotional distress, mental anguish and stress. The patient reports limping when walking, has developed arthritis, has constant pain in the groin area and is in need of a hip replacement. The products were not returned for analysis and the sterile lot numbers were not been provided; therefore, no device analyses nor device history record reviews could be performed. The cordis vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease vena cava filter is indicated for retrieval up to 23 days post-implantation. The trapease vena cava filter is designed for permanent implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Due to the nature of the complaint, the reported retroperitoneal hematoma, nausea, vomiting, pain and depression experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: the patient's filter became tilted, embedded and fractured. Plaintiff had to undergo a complex percutaneous removal of the filter using laser sheath to remove the main body of filter and long forceps to retrieve three fractured struts. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of chronic kidney disease (ckd), clotting and deep vein thrombosis that progressed while the patient was on anticoagulation therapy. The patient also had a previous lung transplant. The filter was placed prophylactically to prevent pulmonary embolism. The optease filter was deployed via the patient's right common femoral vein using ultrasound. It was placed just beneath the renal veins. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient underwent placement of an optease vena cava filter. The form states that the patient's filter became tilted, embedded in the wall of the inferior vena cava and fractured. Additional information received per medical records state that the optease vena cava filter was explanted in a percutaneous removal procedure using a laser sheath to remove the main body of the filter and long forceps to retrieve three fractured struts. The filter was removed using a right jugular and right common femoral vein approach. The patient tolerated the removal procedure well. After the procedure the patient experienced prolonged nausea, vomiting and back pain in the recovery room. A computed tomography (CT)scan of the abdomen and pelvis was done and a large right sided retroperitoneal hematoma was found. The ppf states that the patient spent three days in the intensive care unit after the removal procedure due to the aforementioned complications. The patient has also experienced depression, anxiety, emotional distress, mental anguish and stress. The patient currently limps when walking, has developed arthritis, has constant pain in the groin area and is in need of a hip replacement. The initial legal brief states the patient underwent placement of a trapease vena cava filter. The patient profile form (ppf) and medical records state that the patient was implanted with an optease vena cava filter six years after the trapease filter. The removal procedure medical records only reference the optease filter. According the medical records and ppf, the optease filter was explanted six years after it was implanted.